Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-399, mmt-332a. Troubleshooting was performed. The customer dis-continue the use of the device. Mmt-1780kpk was returned for analysis. Mmt-399 was not returned for analysis. Mmt-332a was not returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08760 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 16-dec-2019, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 16-dec-2019 listed on smartsolve. Dailytotalcollectionstarttime = 12/16/2019 00:00:00.000. Dailytotalofallinsulindelivered = 9.5. Dailytotalofbasalinsulindelivered = 9.5. Dailytotalofbolusinsulindelivered = 0. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 16-dec-2019 in the formatted history file. No delivery alarm/insulin flow blocked alarm was found on: (B)(6) 2019 08:41:49.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The p-cap locks properly into the reservoir compartment; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a scratched case. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with a depleted kirkland signature alkaline battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date 16-dec-2019 listed on smartsolve and the days prior to the event date. 12/07/2019: dailytotalofallinsulindelivered = 9.5. 12/08/2019: dailytotalofallinsulindelivered = 9.5. 12/09/2019: dailytotalofallinsulindelivered = 9.5. 12/10/2019: dailytotalofallinsulindelivered = 9.5. 12/11/2019: dailytotalofallinsulindelivered = 9.5. 12/12/2019: dailytotalofallinsulindelivered = 20.075. 12/13/2019: dailytotalofallinsulindelivered = 9.5. 12/14/2019: dailytotalofallinsulindelivered = 9.5. 12/15/2019: dailytotalofallinsulindelivered = 9.5. 12/16/2019: dailytotalofallinsulindelivered = 9.5. The pump passed all the required testing. Retainer ring damage (a cracked retainer) was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.